Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator. Was used during a esophagogastroduodenoscopy (egd) performed on (B)(6), 2010 (patients' age is unknown). According to the complainant, during the procedure, when the complainant attempted to deploy the first band, the pull wire dislodged from the handle of the device. The wire came loose from the drum of the handle when it was turned to deploy the first band. No bands were deployed. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The returned device was inspected and found to not be set up. The pull wire was not cinched into the handle of the device, nor was it wound around the drum. Only 4 inches of the deployment thread was returned, and one end of the thread was frayed. A functional evaluation of the device found that the pull wire could be cinched into the handle and wound around the drum. Each time the handle was turned, and audible click was heard to indicate that one full turn had been made. The condition of the returned device was not consistent with the complaint that the pull wire dislodged; the complaint was not confirmed. The pull wire was not cinched into the handle nor wound around the drum. The most probable cause of the reported issue was improper device setup. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a esophagogastroduodenoscopy (egd) performed on (B)(6), 2010 (patients' age is unknown). According to the complainant, during the procedure, when the complainant attempted to deploy the first band, the pull wire dislodged from the handle of the device. The wire came loose from the drum of the handle when it was turned to deploy the first band. No bands were deployed. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been completed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)